Event description:
It was reported that the pump exhibited a system failure. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was broken at the front right corner and the bottom case was cracked around the mounting hole on the battery compartment. A review of the event history log identified multiple check clutch/plunger lever errors. During functional testing using the occlusion test, the reported was duplicated. There was normal wear of old drivetrain parts due to pump being 8 years old. The root cause of the problem was related to normal wear of the pump as it is over 8 years old. Replaced worm coupling, worm gear, motor mount, lead screw, clutch spring, and both clutch halves due to old normally worn parts. Installed delrin washer and cable guard due to missing parts.